Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the machines were not communicating. The server had been rebooted, and users were unable to sign in afterward. A field service engineer (fse) responded to a report of all pyxis equipment being unavailable with login failure across the facility. The fse collaborated with the site contact and identified a network server issue that prevented authentication and communication with the enterprise server, resulting in all stations entering critical override. The fse guided the site to disconnect the data cable and reboot stations into override mode to allow temporary access for medication removal. The fse remotely accessed the application server, identified that extract, transform, and load processes had failed due to full transaction logs and unavailable storage drive access, and communicated findings to the customer while coordinating with internal teams. The fse supported database maintenance activities, after which storage capacity was restored and services were successfully restarted, leading to gradual recovery of device communication. The fse escalated the situation, maintained communication with support teams and the customer, and confirmed that access to stations was restored following network recovery, with no further immediate action required. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server all machines were not communicating. The customer had rebooted the server; however, they were subsequently unable to sign in and could not set the machines to critical override due to lack of access to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.